Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2017 with the following findings: a review of the black box showed multiple call service 012/054/052 alarms. No damage was found to the battery compartment or the battery cap. The pump powered on with auditory, and vibratory alarms to a blank display. The pump was opened and a test display was installed with no improvement. Further testing could not be performed due to a blank display. The slave processor was unable to be tested via the infrared window. The pump was opened to find no damage to the power circuit. No evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).